Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 29-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (14 mg at 11.75974 mg/day), bupivacaine (18.5 mg at 15.53966 mg/day) and fentanyl (2000 mcg at 1679.96354 mcg/day) via an implantable pump. It was reported the patient had a catheter access port (cap) contrast study performed, on (B)(6) 2021, and revealed a leak in the catheter. It was indicated the event was related to the device or therapy. The pump was being replaced, on (B)(6) 2021, due to eri so the catheter was replaced at this time. The issue resolved without sequelae on (B)(6) 2021.